Event description:
It was reported, during the implant procedure, blood was observed inside the lead, and the physician questioned if such finding was "normal." Consequently, this lead was removed from the patient and replaced without incident. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): the full lead was returned and analyzed. Electrical testing to determine continuity of the conductor(s) passed. Blood/body fluid was present on distal conductor (not obstructed). Visual analysis noted damage at implant. Primary analysis findings indicated no anomalies found.